Manufacturer narrative:
The manufacturer's service rep went on site. The system would not calibrate. The customer declined further service. No further repair information is available. However, the system is now operating as intended.

Event description:
The customer requested a dynalyzer for calibration. No pt injury was reported.